Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 423mg/dl. The customer's expected fasting blood glucose test result range is 100-200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 7/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 259mg/dl (B)(6) 2016 08:39 pm fasting: yes; 255mg/dl (B)(6) 2016 08:16 pm fasting: yes; 259mg/dl (B)(6) 2016 08:13 pm fasting: yes; 423mg/dl (B)(6) 2016 11:53 am fasting: yes; 348mg/dl (B)(6) 2016 11:42 am fasting: yes. Memory concerns: the customer is concerned about these two results: 423 mg/dl on (B)(6) 2016 at 11:53 am and 348 mg/dl on (B)(6) 2016 at 11:42 am. The customer is testing once a day (fasting). The customer has not made any recent changes in the diet, exercise regimen, or medication. The customer declined to perform back to back blood glucose tests.